Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, an alert for high pacing lead impedance was observed. Upon review, it was noted that the atrial polarity switch occurred on (B)(6) 2018 and there was an increase in weekly impedance measurements since (B)(6) 2018. The lead was reprogrammed and sensing frequent mode switches were observed. The patient was stable and will continue to be monitored.